Manufacturer narrative:
Pr 9531234: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
There is a crack on the ring of the plunger stem. The damage to the syringe plunger was detected during our internal checks of the finished product and did not occur during the manipulation/filling of the syringe. Please see pictures attached.

Event description:
There is a crack on the ring of the plunger stem. The damage to the syringe plunger was detected during our internal checks of the finished product and did not occur during the manipulation/filling of the syringe.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, the plunger stem is observed to be broken, verifying the reported incident. A device history review was performed for reported lot 2302087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or other defects were observed on any of the plunger rods. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.